Event description:
A customer reported to beckman coulter (bec) that there was a diluent leak of approximately 20cc's from the coulter lh 780 hematology analyzer while the customer was troubleshooting backwash tank not full errors. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and face protection at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse did not confirm an active leak on the instrument. However, the fse reported that the instrument generated backwash tank not full errors indicating that some diluent could have leaked from the tubing and preventing proper filing of the tank. The pressure line (30psi) to the backwash tank (vc23) had popped off its fitting (ft7d). The tubing was trimmed and reinserted. This resolved the system generated errors. Failure mode of this event was related to the disconnected pressure tubing at ft7d fitting to the backwash tank. (B)(4).